Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose as well as insulin pump had an under delivery alarm. Customer's blood glucose value was 25 mmol/l at the time of the incident. Customer stated that the blood glucose value was rises after one hour of insulin and the value was 27 mmol/l. The customer used the insulin pump and manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Customer was alleging the insulin pump for under delivery because the blood glucose remains high after bolusing and changing set. Troubleshooting was completed but did not resolve the issue. The reservoir will not be returned for analysis.